Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 400 mg/dl and insulin injections were used to address the high bg level. After performing a system check, a possible cause of the occlusion appeared to be related to the site; however, the customer had called tandem technical support back on the same day as another occlusion had occurred. The cartridge was suspected to possibly be a contributor to the continued occlusions.